Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review were not performed as no lot information was provided. Based on available information, the reported tricuspid valve insufficiency/ regurgitation (recurrent tr) associated with tr increasing to pre-procedural baseline (4-5), and the reported migration associated with the additional clip movement, were due to the septal piercing affecting tricuspid hemodynamics/ morphology. The reported unspecified tissue injury (medical treatment) associated with the septal piercing appears to be due to clip implant circumstances (leaflet under high tension from clip implant). The cause of the reported heart failure/congestive heart failure (treatment with medication(s)), the reported dyspnea (treatment with medication(s)), and the reported fatigue could not be determined. The reported patient effects of heart failure, tricuspid regurgitation, dyspnea, and tissue injury, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization, medication required, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
(B)(4) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional tricuspid regurgitation (tr) grade 4, with quadricuspid (2 posterior leaflet) anatomy. 4 xt triclips were successfully implanted, reducing the tr to mild, grade 1. During the index procedure, after one of the triclips was deployed (unk part, unk lot) the triclip gripper had pierced the septal side of the leaflet. It was unknown if any clip-clip contact occurred during the index procedure. None was confirmed. On (B)(6) 2022, a follow-up was performed. The patient had persistent severe tr insufficiency and remained clinically stable. Drug therapy was continued. On (B)(6) 2022, the patient was hospitalized with worsening dyspnea, worsening tr, and worsening heart failure. The dyspnea would worsen with physical activity. Tr grade 4-5 was also noted. Medications were provided. On (B)(6) 2022, the two xt triclips implanted at the central antero-septal position show a piercing on the septal side, with residual attachment thought the septal leaflet edge. The piercing had the two triclips tipping from the perpendicular position and towards the anterior leaflet. Attachment to the anterior leaflet is normal. Per physician, although this is not a technical detachment, it is a functional detachment leading to the recurrent tr. Reportedly, the piercing was due to the high mechanical tension that led to stress on the leaflet tissue with piercing on the shoulder (septal arm), possibly facilitated by the highest gripper. During this hospitalization, additional mentioned events include renal failure, pre-existing coronary artery disease with preserved left ventricular pump function, a known left atrial appendage (laa) thrombus, left atrial thrombus, pre-existing atrial fibrillation, elevated cholestatic enzymes, mild thrombocytopenia, right bundle branch block and block-induced repolarization disorder, pre-existing cardiomegaly (mainly of the right side of the heart), iliac artery stenosis, and possible pulmonary arterial hypertension were noted. There was no report or indication that the additional events are related to the triclip device. On (B)(6) 2022, the patient was discharged from the hospital in reported good general health and stable cardiopulmonary condition. On (B)(6) 2023, the imaging results were reviewed again. Reportedly, detachment of the leaflet was the leaflet piercing/injury. There was no clip migration on the leaflet. The clip remained on both leaflets, however, the tissue injury altered the clips position. No additional treatment was reported. On (B)(6) 2024, the patient was hospitalized with weakness and shortness of breath. Persistent, severe tricuspid regurgitation, along with the known piercing detachment (while remaining attached to both leaflets) of the anterior clips were noted. Medications were provided a non-abbott tricvalve was placed as treatment.

Manufacturer narrative:
The second leaflet piercing with another triclip is being filed under a separate medwatch report number. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Na.

Event description:
Subsequent to the previous reports, the additional information was received on 03july2025.on (B)(6) 2025, the patient was hospitalized with an increased in shortness of breath and a decompensated heart failure with relevant pleural effusion. For treatment, a pleural puncture was performed.